Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that battery was not holding charge. When the unit was unplugged for patient transport, it went into low battery alarm. The instrument was plugged back into the wall and replaced with another bio-console 560. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that the bio-console 560 instrument had the battery not holding charge. The service technician found the base and user interface to be functioning properly; inspected the batteries and found both to be measuring above 12.75vdc; verified the power supply output to be 30.00vdc; ran unit on battery and received a low battery warning at 11 minutes. The issue was resolved by replacing the battery ,12v,6.5 ah ,certified. Preventive maintenance was completed per specifications. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the battery was installed on july 19th, 2022, about 2 years ago. The lot number of the removed battery is 0011289907. The battery power lasted for 11 minutes, but a handcrank was not needed to maintain patient's flow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.